Manufacturer narrative:
Product analysis summary: the stent had moved distally on the balloon and was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st distal stent wraps with struts raised. Deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx drug eluting stent was attempted to be used to treat a non-tortuous, severely calcified lesion in the rca. The device was inspected with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used. It is reported that stent deformation occurred while passing through the lesion. The procedure was completed using a non-mdt device. No patient injury is reported. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related.